Manufacturer narrative:
Device not received.

Event description:
The user facility reported that the device was missing a component during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.